Manufacturer narrative:
B3: may 2025 is the reported month and year of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
Received one device. During visual inspection were found dso seal broken. During test device does not recognized cassette, complaint confirmed. Replaced flex sensor circuit. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.